Event description:
It was reported the pt's stimulation moved from the right arm to the left arm. Reprogramming was unsuccessful. The physician explanted and replaced the pt's scs lead.

Manufacturer narrative:
Results: the complaint of "stim in wrong location" was confirmed. As received, the exclaim 8 was cut into two pieces (paddle and lead body segment); consistent with the explant procedure. Microscopic inspection revealed multiple broken and detached wires in the paddle (1, 3, 5, 6, 7 and 8). The broken wires in paddle were consistent with overstress that the lead was subjected while implanted and could cause the reported issue. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.